Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak). Evaluation results and conclusion: (moderately angulated and thrombosis aortic neck, and had an area of 3-4mm x 2mm calcification in the posterior aortic neck).

Event description:
A talent stent system was implanted in a pt for the endovascular treatment of a 5.5 cm thoracic aortic aneurysm. Vessel morphology was reported as the aortic neck was 23.5 mm in diameter at the renal arteries and 25 mm in diameter above the aaa, moderately angulated, had thrombus, and had an area of 3-4mm x 2mm calcification in the posterior neck. The iliac arteries were calcified. It was reported that after the initial implantation of the grafts and modeling with a reliant balloon, a post angiogram showed a significant proximal type I endoleak (ref MFR 2953200-2011-00417); however, repeat ballooning did not improve the leak. The physician extended proximally by 3-4mm with a cuff, which greatly improved the leak, but still a persistent proximal type I endoleak remained. No further intervention was performed, and the pt will be monitored with a 30 day CT follow-up. Will monitor in 30 days. No clinical sequelae were reported, and the pt is fine.